Manufacturer narrative:
H3: the device was received for evaluation. Visual inspection found no physical damage. Functional testing was performed, and the complaint of continuous beeping was confirmed, with error code 41541 observed. Investigation determined the issue was related to an inoperable cam flex circuit sensor. The cam flex circuit was replaced to fix the issue. During further evaluation, a damaged pwa board was identified and replaced.

Event description:
The device was returned as it was reported that the device was continuously beeping while trying to start the unit. It occurred during testing. The investigation was performed and found that code 41541 appeared which related to an inoperable cam flex sensor. There was no patient involvement.